Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring approximately 0.299" x 0.150¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument had a broken jaw at the tip. The procedure was completed with no reported injury.